Event description:
It was reported that during a da vinci assisted surgical procedure, none of the monopolar or bipolar cords were working. An integrated electrosurgical unit (iesu) erbe was faulting with error m-02. An intuitive surgical inc., (isi) technical support engineer (tse) walked customer through power cycle of erbe. Customer was unable to confirm if energy was working as they were not using energy instruments at the time of call. However, the generator screen looked like it will work. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis investigation are still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed in the field as error 25913: m-02 module timeout. Visual inspection revealed stain on the front bezel. During startup, the erbe unit displayed errors m-02-3,4-71 and failed the instrument detection test on all sockets. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.